Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl, with high ketone levels; cause was not known. Reportedly, customer used cold insulin for insulin therapy. The customer administered a manual injection to address bg level. Customer was initially hospitalized for a non-diabetic related condition and was transferred within the hospital. Customer was treated with administration of manual insulin injections resolving the issue. Customer has not been released from the hospital at the time of event due to a non-diabetes related condition. Reportedly, the customer performed a supply change during consultation with a healthcare provider and discussed avoiding using cold insulin within the cartridges.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.